Event description:
Patient samples were not reproducing or were erroring on the instrument. Bubbles were noticed on the sample plate affecting the volume of patient specimen being tested. Multiple manufacturer service representative visits have still not solved the problem. Dade behring's advice was to run the specimen in duplicate, which is not required per the operator's manual. The instrument used previously did not require duplicate testing.humdity levels and specimen collection tubes have also been mentioned as possible causes for the erroneous results. Humidity levels in the lab have been increased as high as possible with no changes.